Event description:
It was hard to inflated or deflate the balloon.

Manufacturer narrative:
Customer report was confirmed. The catheter appears to have been used. The inflation lumen was found to have a full occlusion. A cut down was performed and the occlusion was found to be located 3.9cm proximal of the catheter tip. The occlusion appears to be dried slaine crystals.